Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump had alarmed for no delivery. The blood glucose ran as high as 445 mg/dl. The customer treated with manual injections. The high blood glucose issue had begun about a month prior. The drive support cap appeared normal and recessed. He did not see air bubbles nor smell insulin. The time and date were correct and the bolus wizard and basal rate settings were programmed accurately. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.